Event description:
During training by a zoll medical sales representative, the device was unable to adjust pacer current. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty switch on the control board. The control board was replaced.